Manufacturer narrative:
(B)(4). The device remains implanted, programmed off, with no intervention yet. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving 11 inappropriate shocks. The patient had stood to pick up something when the shocks started. The device was interrogated at the hospital and the device data was submitted for review. X-rays were reviewed and showed the electrode had migrated from the original location. The episodes were reviewed and myopotential noise was noted. The sensing vectors were evaluated in several postures and positions and the primary vector was programmed as the amplitude signals appeared best. However, the device therapy was programmed off and the patient remained hospitalized pending advice from technical services (ts). Ts reviewed the episodes and confirmed the presence of myopotential noise and decreased amplitudes. Ts also reviewed the x-rays, which showed the electrode had straightened, but was close to the sternum and not too low. The device had also moved; it had dropped lower and had rotated, but not around the suture. The device was not down against the ribs on the fascia. No adverse patient effects were reported, outside of being hospitalized for receiving the inappropriate shocks.

Manufacturer narrative:
(B)(4); the device remains implanted, programmed off, with no intervention yet. This report will be updated when additional information is received. The field representative later reported that the physician had planned a revision, to reposition the device and electrode. However, during the weekend the patient asked for a voluntary discharge and decided to go home with the device programmed off. The patient was afraid of receiving additional shocks and accepted the risk of not receiving therapy if needed. It was not known whether the patient would agree to return for a system revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving (B)(4) inappropriate shocks. The patient had stood to pick up something when the shocks started. The device was interrogated at the hospital and the device data was submitted for review. X-rays were reviewed and showed the electrode had migrated from the original location. The episodes were reviewed and myopotential noise was noted. The sensing vectors were evaluated in several postures and positions and the primary vector was programmed as the amplitude signals appeared best. However, the device therapy was programmed off and the patient remained hospitalized pending advice from technical services (ts). Ts reviewed the episodes and confirmed the presence of myopotential noise and decreased amplitudes. Ts also reviewed the x-rays, which showed the electrode had straightened, but was close to the sternum and not too low. The device had also moved; it had dropped lower and had rotated, but not around the suture. The device was not down against the ribs on the fascia. No adverse patient effects were reported, outside of being hospitalized for receiving the inappropriate shocks.

Manufacturer narrative:
(B)(4). The device remains implanted, programmed off, with no intervention yet. This report will be updated when additional information is received. The field representative later reported that the physician had planned a revision, to reposition the device and electrode. However, during the weekend the patient asked for a voluntary discharge and decided to go home with the device programmed off. The patient was afraid of receiving additional shocks and accepted the risk of not receiving therapy if needed. It was not known whether the patient would agree to return for a system revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The field representative later reported that the system was explanted upon the patient's request. The patient did not feel confident about this device therapy and preferred to be unprotected rather than risk inappropriate shocks. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving 11 inappropriate shocks. The patient had stood to pick up something when the shocks started. The device was interrogated at the hospital and the device data was submitted for review. X-rays were reviewed and showed the electrode had migrated from the original location. The episodes were reviewed and myopotential noise was noted. The sensing vectors were evaluated in several postures and positions and the primary vector was programmed as the amplitude signals appeared best. However, the device therapy was programmed off and the patient remained hospitalized pending advice from technical services (ts). Ts reviewed the episodes and confirmed the presence of myopotential noise and decreased amplitudes. Ts also reviewed the x-rays, which showed the electrode had straightened, but was close to the sternum and not too low. The device had also moved; it had dropped lower and had rotated, but not around the suture. The device was not down against the ribs on the fascia. No adverse patient effects were reported, outside of being hospitalized for receiving the inappropriate shocks.